Event description:
It was reported; during a procedure involving universal reduction screw (urs) case, while torquing off the internal part of the locking cap, the driver tip broke off in the cap. The tip of the driver was retrieved from the cap. There was no adverse event to the patient. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the present screwdriver was analyzed for conformance to print specifications as well as the device history records (DHR) were researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The fractured surface is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information we are not able to determine the exact cause of this occurrence. There are various reasons for such a breakage: torque limiter possibly out of range, tremendous applied mechanical lateral stress, not inserting the tip completely into the recess of the counterpart, fatigue factor over the years or a combination of these causes can lead to such a breakage.